Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. The customer stated she woke up vomiting and with diarrhea and blood glucose over 600 mg/dl. The customer stated she ended up going to the hospital but it was due to gastro issues and a viral infection. She treated with manual injections. The customer stated that blood glucose values the day before was 300 mg/dl and 308 mg/dl. She has checked for occlusions changed her infusion sets and everything seemed fine. The customer stated she would be out of the country and did not want to be away and have the insulin pump malfunction. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.